Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with elevated blood glucose levels and diabetic ketoacidosis; cause was unknown. A specific bg value was not provided. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.